Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit has a broken display. There is no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit. Identified right display hinge broken, with the left side barely holding on. Other than that, unit fully functional. Successfully completed a simulated treatment with testing catheter and trainer upon initially testing unit without exception. Replaced both hinges, and hinge covers. Post replacement, identified display opening and closing smoothly without issue. External damage, however, as part of fully assessing functionally during the repair, reviewed and attached logs. Nothing unusual identified in the logs. Unit calibrated and passed all functional and safety tests per factory specifications.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a